Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. Customer stated that her son realized that his tubing had a hole where the mio connected to the site and it was dripping out. Customer stated that the mio had a hole where it connected to his body. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.